Manufacturer narrative:
The actual failed device was not returned for evaluation. However, sterile product from the same finished goods lot were returned for testing on (B)(6) 2011 and forwarded to angiotech's quality assurance laboratory. Additional item reported by this customer: #2pdo: model/catalog#: ra-1065q, lot#: m434070, expiration date: 05/31/2011, device manufacture date: 05/2010, 510(k) #: k0516709. Method: the actual failed device was not returned for evaluation. However, sterile product from the same finished goods lot were returned review and testing on (B)(6) 2011 and forwarded to angiotech's quality assurance laboratory. Results/conclusions: the returned sterile samples were visually examined prior to undergoing pre and post hydrolysis testing performed by a quality assurance technician. All samples met angiotech and usp requirements. Furthermore, relevant portions of the DHR's and sterility records were reviewed and there were no corresponding issues identified during manufacturing or final release. To date, no other complaints have been rec'd for the reported finished goods lots. Angiotech reference: (B)(4). Item # ra-1065q, quill srs, #2 pdo, lots m512450, m434070.

Event description:
The surgeons reported that four (4) days post operative a right total knee arthroplasty procedure where, quill srs #2 pdo was used for capsule closure, quill srs 0 pdo for the intermediate layer closure and staples for the skin, the pt experienced a large amount of drainage from the incision line. The pt was taken back to the operating room. The skin and subcutaneous layers were intact. However, it was noted that the capsule had dehisced approx 1.5 inches in the middle of the closure.